Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is not ventilating the patient enough. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). The customer reported that the patient desaturated. The patient was placed on another ventilator and the oxygen saturation increased to normal levels.

Event description:
The customer reported that the ventilator is not ventilating the patient enough. The customer reported the device was in use on patient, but there was no patient harm. The customer reported that the patient desaturated.